Event description:
During routine maintenance, the display on the top drive module of the dual drive console (ddc) locked up and stopped intermittently. There was no pt connected to the ddc at that time. Initial examination traced the malfunction to the motherboard. The motherboard was replaced which corrected the problem. The motherboard has been returned and is currently undergoing further investigation. Any necessary corrective action will be determined upon completion of the failure investigation.